Manufacturer narrative:
The reported events of low pacing impedance, loss of sensing, loss of capture, and lead wear were confirmed. A complete lead was returned in one piece for analysis. Visual inspection found tool mark at the proximal region of the lead with the outer coil found compressed and the inner and outer insulations also found to be damaged in this region consistent with damage cause during the procedure. The cause of the reported events was due to the damages found at the proximal region which is consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-16297.it was reported the patient presented after implant procedure. Device checks after the procedure revealed the atrial and right ventricular leads exhibited a drop in impedance, failure to sense, and increased capture thresholds that resulted in loss of capture. The suggested cause was lead wear. The atrial and right ventricular leads were explanted and replaced. There were no patient consequences.